Manufacturer narrative:
The event of ipg recharge burden was reported to abbott. The ipg required more frequent charging. The patient's ipg was explanted and replaced. Effective therapy restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy restored.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient difficulty recharging the ipg and increased recharge burden. Patient tries to recharge three times per week, and the ipg doesn't hold a charge very long. It was noted that it takes multiple hours to recharge to half-way and the ipg does not provide 24 hours of therapy before ipg depletes. Surgical intervention may be undertaken to address this issue.